Manufacturer narrative:
The customer declined to return the device for repair and stated they would replace the power supply to resolve the issue. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. If the reported malfunction were to recur it could cause result in serious injury or death as contact with exposed electrical wire can result in electrical injury.

Event description:
The customer stated that someone had pulled the power cord to hard and it ripped it to where wires were showing.